Event description:
It was reported to MFR, that a customer had a problem with a PICC catheter. The customer reported that, the catheter was inserted on the event date without incident, in ankle (saphaneous). Prior to event, the catheter got snagged during baby repositioning and the catheter snapped. Minimal bleeding reported due to discontinuation of the line, immediate removal of catheter, no patient ill-effects. Another device was used without further complications.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.